Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip, dark blue portion (female connector), of the minicap transfer set remained stuck in the patient line connection of the amia tubing while the male/female junction on the transfer set separated. This occurred during testing of the device on a dummy tummy simulator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D1: brand name: replace minicap transfer set with minicap. D3: device manufactuer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace ni with (B)(4); the lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). H11: the actual sample was returned for evaluation.the sample was returned in wet condition with a minicap attached to the female connector. A visual inspection with the naked eye observed a separation between the female connector and main body of the twist clamp. Functional clear passage and clamp function tests were performed with no issues noted. The sample was also connected and disconnected by hand using an in-lab patient connector with no issues and no leaks observed. The reported condition of connection issue to the female connector was not verified, however the reported condition was separation was verified. The cause was determined to be a manufacturing related issue caused by inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.